Event description:
It was reported that during the sigmoid colon procedure, the surgeon inspected the stapler ring and noted the presence of a hole, indicating that the stapler had malfunctioned. No patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2026. D4: batch # 901d47. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 901d47, and no non-conformances were identified. Additional information was requested and the following was obtained: were any staples delivered into the tissue at all? Yes what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Yes there was staple formation, just a hole in the "donut" was the staple line interrupted; staples not present/visible on any portion of the staple line? Yes the staple line was interrupted how was the procedure completed? Oversew the anastomosis could you please clarify if there were any patient consequences? Patient is fine could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Not that I'm aware of this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.